Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse already replaced the proximal setup joint 1 (psuj1) however, further troubleshooting was needed. The fse replaced the flex 1 based on error logs, replaced the backplane axes controller, and patient cart flex all with no change. The fse then replaced the fiber cable and it fixed the red wheel status from the axes controller platform 3 (acp3) to acp4. Multiple communication issues were identified with the robot. The system was tested and verified as ready for clinical use. The flex was returned for failure analysis (fa) but the reported failure of "error 25730 and other communication related errors on arm 1" could not be reproduced. However, the error/fault was confirmed via field logs. The unit was plugged in to a system to bypass arm 1 and was able to start normal mode, be clutched and cycle through its rom with no errors. Additionally, isi has received the axes controller for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted post-evaluation and/of if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, customer observed errors occurred on arm1. Customer disabled arm 1 and completed the procedure with no patient harm. System logs confirm errors on armnet1, indicating aurora link errors reported by axes controller setup (acu) and servo sync failure reported by acu in proximal setup joint 1 (psuj1). Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2. Analysis information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the backplane axes controller (acpb) involved with this complaint and completed the device evaluation. Failure analysis investigation found that the acpb was returned for failure analysis but the reported failure involving repeated non-recoverable error 112 could not be replicated. The acpb was installed and tested on the pca test system. The system started up without any error. All the gantry motors were driven the full range of motion without any issue. The system ran with no issue after fifty power cycles with the acpb. The acpb remained on the test system for two hours in normal operation with no error reported. Isi followed up with the initial reporter and obtained the following additional information: the customer could not give any patient information due to hippa. The system booted up fine at the beginning of the day, but once they started to do the case, the arm repeatedly displayed non recoverable faults. Since the case only required three arms, the customer disabled the arm and moved forward with the case without any other incident.

Event description:
Refer to h10/h11 for follow-up information.